Manufacturer narrative:
This report is submitted on january 22, 2024.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to device non-use. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 14, 2024.